Event description:
It was reported that the user experienced hyperglycemia after a recent meal, with a peak blood glucose of 248 mg/dl and duration outside target for about 30 minutes; troubleshooting and education were provided and the cause was unclear. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no ketone testing. Investigation included review of the event details and user-reported logs. Investigation of this case revealed no device malfunction or component issue based on available information, and the event was consistent with postprandial hyperglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.